Event description:
The following has been reported: biomed called and reported a pump that was infusing blood and another medication. Nurse reported that the pump stopped several times, biomed unsure of error. Biomed did test infusions with primary and secondary infusions, could not duplicate. No patient harm biomed sent update with logs: we have a pump #2316400479 that would stop infusing blood on the secondary. We tried to verify this but couldn't. We set the pump to run primary then secondary, secondary then primary, and primary, let the pump stop then run the secondary. A preliminary review identified the following issue: tubing set error (ipc connection leak failure) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation it is not possible to determine the definitive root cause of the reported failure. The customer complaint cannot be confirmed. Air leaks between the grommet of the lvp and the ipc admin set may result from the following factor: admin set: scratches or deformations on the exterior side of the ipc that prevent a complete seal. The current process controls detection includes 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line.